Manufacturer narrative:
The impacted control board has been shipped back to inpeco for being analyzed by inpeco r&d department. The impacted board was affected by a non-conformity notified by board supplier. According to tests performed by inpeco r&d and supplier, the non-conformity leads to an overheating of the board, that cannot cause the increase of temperature such to create fire and smoke, but just the stopping of the track corner motor. It has been evaluated as improbable that the non-conformity is the only cause of the event: other factors of the laboratory environment and conditions have likely contributed to this specific event at acp.353. During the investigation, it was not possible to identify these factors nor during the internal tests performed by inpeco r&d. Given the above, the event has been evaluated as a singular not reproducible event, with no other occurrence received from the field.

Manufacturer narrative:
The investigation is still ongoing to determine the root cause of the event.

Event description:
The customer contacted the service assistance for a canoe ethernet communication or can problem (software issue). The distributor fse checked the modules and found that the track corner of the automation system was not responding. He found evidence of fire on one of track corner control boards and on the cables attached to the board. The malfunction occurred during the installation of the accelerator a3600 system, so the event did not impact any patient. Nobody in the laboratory noticed smoke nor had to intervene to extinguish the possible fire. There are no reports of adverse health consequences due to the fire and the smoke.